Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23220. It was reported the patient experienced uncomfortable heating at the ipg site while charging. The patient reported pocket heating is experienced about 5-10 minutes after charging session begins. The patient was sent a replacement scs charging system to address the reported issue. The actual event date is unknown. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients.  An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r, 1627487-12192011-003-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.